Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after giving bolus there was no visible insulin exit. The customer¿s blood glucose was unknown. The 5 units delivered without alarm and customer stated that, again there was no visible insulin at the connector. No visible cracks in case. Motor cap was ok. The self test was ok. The insulin pump will be returned for analysis.